Event description:
Patient presented to the physician with complaint of lack of efficacy. CT scan was performed and the distal tip of the sensor was believed to have migrated. The patient was brought in for an explant surgery, with a cardiothoracic surgeon present to remove the distal sensor tip. The explant was completed on (B)(6)2023. During the procedure a chest tube was placed temporarily and patient was admitted overnight. The chest tube was removed prior to release the next day. The surgery addressed the risk and the issue is now resolved.